Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6)2015, the voluntary recall was initiated. The monopty needle was returned for evaluation. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the ":ready to fire state" with the stylet and cannula retracted (primed). Loose particles could be heard within the device. No other anomalies were noted. The fire button was pressed and the device fired. The rotational knob was attempted to be turned to prime the device, however the device would not prime. The device was disassembled and the cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hub. The root cause for this event was determined to be supplier related due to over processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy of dense tissue, the needle did not fire in the breast. When removed from the breast, it fired in air with some difficulty. The procedure was finished with a different device. There was no reported patient injury.